Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed on (B)(6) 2017. Cts verified customer bolus history and confirmed customer had delivered total of 1.66 units which pump had calculated based on 58 grams (g) of carbs along with a bg of 69 mg/dl. Customer acknowledged and had no further questions. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced a blood glucose level of 69 mg/dl. It was unknown what the cause of the low bg was. Reportedly, the user was not sure if they delivered the correct amount of insulin. Tandem's technical support verified the user's bolus history and confirmed the user delivered 1.66 units based on the calculation from 58 grams of carbohydrates and a bg level of 69 mg/dl. At the time of the report, the user's bg level was 80 mg/dl.